Manufacturer narrative:
(B)(6).

Event description:
It was reported the sheath could not cross into the left atrium and the procedure was aborted. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman truseal access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. It was noted that the patient's atrial septum was relatively tough, and the was sheath could not enter/cross into the left atrium. The procedure was cancelled. There were no patient complications.